Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation was unable to confirm the customer reported failure mode. The instrument placed on an in-house da vinci system for cut test, and the scissors cut cleanly through .006 latex. The blade edges were undamaged. The instrument passed electrical continuity testing. An additional observation not reported by site was that the instrument's tube extension exhibited pad printing removed. Evidence not conclusive, but pad printing removed damage may be due to likely mishandling/misuse. No other damage was found. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event, in a fragment-causing failure (such as a cable failure, a crimp separating from a cable etc.) For the mcs instrument the tip cover accessory will hold such fragments inside the tip cover, preventing loss into the patient during the removal of the instrument. Because the tip cover acts as a barrier, these failures, which might be reportable in other instruments, are not reportable events for the mcs instrument; however, the pad printing removed, which was found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci surgical procedure, the customer noted that the monopolar curved scissors instrument scissors blades were dull. There was no report of fragments falling into a patient. There was no allegation of any harm, injury, or adverse outcome to a patient.